Event description:
Draeger medical systems, inc. Has received information of a product problem involving our delta patient monitor and sp02 sensor. The customer reported that the draeger reusable spo2 connected to our delta monitor was found lying on floor and the spo2 curve was displayed unchanged on the monitor. The spo2 value was 95, even though the sensor was not on the patient's finger and no alarm was indicated on the monitor. The customer also reported that the condition was not reproducible when a simulation of a sensor detachment was performed. No patient injury was reported.